Event description:
It was reported the insulin pump had a failed battery test. Customer's blood glucose was not given. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump had a constant failed batt test alarm after battery insertion due to faulty battery tube. The device had minor scratched display window and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.